Event description:
Green and yellow discharge from eye, the whites of my eye turned red, severe eye pain and swelling. Went to urgent care was given amoxicillin and ciprofloxacin. Symptoms improved but dryness, blurriness and pain still linger. Reason for use: contact lens disinfectant.